Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The patient had a competitor product implanted in 2000. In 2008 the competitor products were removed and replaced with stryker products. The patient was revised due to separation of the femoral head from the restoration modular stem. The patient's infection was inconclusive. Antibiotic spacer currently in patient. Patient currently in multi-stage procedure.